Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl. Customer was emergency room. The customer's blood glucose is 483 mg/dl at the time of incident. Customer also had blood glucose of 534 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was not called back to perform an high pressure test. The customer was treated by intravenous insulin and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.